Event description:
Ous MDR - after an implantation period of approx. 37 months, oversensing was reported. Although x-rays documented no abnormalities, it was decided by the physician to replace the lead. The lead was capped and left in the patient. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned follow-up data from (B)(6) 2016 have been analyzed. The analysis of the available iegms revealed the presence of noise in the rv channel, which led to two vf detections (episodes 104 and 105) on (B)(6) 2016. However, the data did not show any indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data confirmed the clinical observation. However, there was no indication of an ICD malfunction. Based on the information available for analysis, the integrity of the lead cannot be assured.